Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported repeated ¿restart 64¿ alerts after dropping their ilet device in water approximately two weeks earlier. The device remained charged and the screen usable, but alerts persisted and a replacement was arranged. No ems, hospitalization, or injury was reported.